Event description:
On the battery charger, the red "charger fault" light is flashing and the orange "battery charging/testing" light is also lit, while the battery is on the charger. It seems to charge but never turns green to indicate the battery is ready. Both batteries and the charger were replaced.